Event description:
The customer reported the left picture was coming up extremely dark. The fe reported the left monitor intermittently would go black. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.